Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she checked the blood glucose, and when she went to enter the carbohydrates value, she found that the numbers started to scroll without stopping, which was followed by the button error alarm. The customer's blood glucose was 198 mg/dl. The customer did not observe any significant events leading to the alarm. The customer also reported that the plastic ring fell off around the reservoir due to a cracked reservoir compartment. She did not know how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.